Manufacturer narrative:
Upon receipt of additional information from the reporter this report is a duplicate of mrn #: 9617229-2018-08087.

Event description:
Healthcare professional reported via regulatory agency an "alcl related death"; cause of death was unknown. Device status is unknown. This was found to be a duplicate of mrn# 9617229-2018-08087.

Manufacturer narrative:
In response to FDA report number mw5087742. The event of death and lymphoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is lymphoma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported via regulatory agency an "alcl related death"; cause of death was unknown. Device status is unknown.